Manufacturer narrative:
The right head brake caster was replaced by the technician to resolve the issue.

Event description:
The account alleged that the right head brake caster would not hold when in brake mode. No pt impact.